Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose. Customer declined follow-up, no additional information was provided.